Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a replace battery now alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed for replace battery now alarm and noticed that the customer did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance with the electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.